Manufacturer narrative:
Quality-safety evaluation of ptc: lot# : a33566, production date: jul-2012, expiration date jul-2015. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the report batch. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. On (B)(6) 2017: quality safety evaluation of ptc - incomplete company causality comment: this spontaneous consumer report refers to a (B)(6) female who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("intense pelvic pains every day/ unbearable pain/ sometimes she cannot walk (due to the pain)") starting two years after insertion. Relevant analgesic treatment, including opioids, was required to control the pain. The consumer was seeking essure removal. Pelvic pain, serious due to medical significance, is anticipated in the reference safety information of essure. Pelvic pain may occur after essure insertion, however the possible causes of pelvic pain are multiple, including also non-gynecological conditions. In this particular case, no information on medical history and concurrent conditions was provided. Thus, given the nature of the event and in lack of alternative explanations, a causal role of essure cannot be excluded (related). Non-serious events were also reported, including new events extracted from a duplicate case. This case was classified as incident since significant medical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected.

Manufacturer narrative:
Follow-up received on 21-nov-2016: regulatory authority number was received ((B)(4)). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains. This event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, no alternative explanation was given. Based on its nature, a causal relationship with suspect insert cannot be excluded. Since it was reported concomitant medications which were probably used for pain, this case was regarded as incident considering that a medical intervention was required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains / intense pelvic pain every day/ unbearable pain/ sometimes she cannot walk (due to the pain)") in a (B)(6) female patient who had essure (batch no. A33566) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included diazepam for sleep disorder. In 2013, 153 days before insertion of essure, the patient experienced inflammation ("inflammation on belly like "if she had 6 or 7 months of pregnancy""), abdominal pain ("abdominal pains"), pruritus ("itching"), headache ("headaches"), menorrhagia ("abundant menstrual periods with clots /abundant menstruation with black clots"), dyspareunia ("painful sexual intercourse"), vaginal infection ("vaginal infections"), dysmenorrhoea ("painful menstruation"), abdominal distension ("abdominal swelling which has gradually increased (as if she were 8 months pregnant)"), weight decreased ("weight loss") and fatigue ("extreme tiredness"). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with paracetamol, tramadol hydrochloride and morphine. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, inflammation, abdominal pain, pruritus, headache, menorrhagia, dyspareunia, vaginal infection, dysmenorrhoea, abdominal distension, weight decreased and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, inflammation, menorrhagia, pelvic pain, pruritus, vaginal infection and weight decreased to be related to essure. The reporter commented: some of the events appeared since the first month of use, while others appeared along time. The patient is taking every day tramadol 200 "gr"(interpreted as mg) with acetaminophen and sometimes she has to use morphine due to the unbearable pain. In addition the patient is taking diazepam 10 to be able to sleep for which the patient feels "drugged" for the pain relievers. Patient is on waiting list in order to remove essure (date and name of procedure was not provided). She added that a new symptom appears every day. She takes paracetamol every 4-5 hours. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-apr-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2751 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot# : a33566 - production date: jul-2012 - expiration date jul-2015. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the report batch. Most recent follow-up information incorporated above includes: on 27-apr-2017: no further information could be obtained from reporter. Company causality comment: this spontaneous consumer report refers to a (B)(6) female who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("intense pelvic pains every day/ unbearable pain/ sometimes she cannot walk (due to the pain)") starting two years after insertion. Relevant analgesic treatment, including opioids, was required to control the pain. The consumer was seeking essure removal. Pelvic pain, serious due to medical significance, is anticipated in the reference safety information of essure. Pelvic pain may occur after essure insertion, however the possible causes of pelvic pain are multiple, including also non-gynecological conditions. In this particular case, no information on medical history and concurrent conditions was provided. Thus, given the nature of the event and in lack of alternative explanations, a causal role of essure cannot be excluded (related). Non-serious events were also reported, including new events extracted from a duplicate case. This case was classified as incident since significant medical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) consumer in (B)(6) on 12-sep-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. The consumer experienced abundant menstrual periods with clots, vaginal infections, pelvic pains, inflammation on belly like if she had 6 or 7 months of pregnancy, abdominal pains, itching, headaches, and painful sexual intercourse. Some of the events appeared since the first month of use, while others appeared along time. The consumer received the following concomitant medication: tramadol, paracetamol, diazepam, and morphine. All the events were considered as related by consumer. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains. This event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, no alternative explanation was given. Based on its nature, a causal relationship with suspect insert cannot be excluded. Since it was reported concomitant medications which were probably used for pain, this case was regarded as incident considering that a medical intervention was required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 2-feb-2017: case duplicate was found. Information from duplicate case ((B)(4)) was merged to this case. Events were added (painful menstruation, abdominal swelling, weight loss, extreme tiredness). Company causality comment: this spontaneous consumer report refers to a (B)(6) female who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("intense pelvic pains every day/ unbearable pain/ sometimes she cannot walk (due to the pain)") starting two years after insertion. Relevant analgesic treatment, including opioids, was required to control the pain. The consumer was seeking essure removal. Pelvic pain, serious due to medical significance, is anticipated in the reference safety information of essure. Pelvic pain may occur after essure insertion, however the possible causes of pelvic pain are multiple, including also non-gynecological conditions. In this particular case, no information on medical history and concurrent conditions was provided. Thus, given the nature of the event and in lack of alternative explanations, a causal role of essure cannot be excluded (related). Non-serious events were also reported, including new events extracted from a duplicate case. This case was classified as incident since significant medical intervention was required. A product technical analysis and further information are being sought.